Manufacturer narrative:
Citation: silberman s., et al. Repair of ischemic mitral regurgitation: comparison between flexible and rigid annuloplasty rings. Ann thorac surg. 2009 jun;87(6):1721-6; discussion 1726-7. Doi: 10.1016/j.athoracsur.2009.03.066. Presented at the forty-fifth annual meeting of the society of thoracic surgeons, san francisco, ca, jan 26¿28, 2009. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature comparing outcomes of surgical repair of ischemic mitral regurgitation using rigid versus flexible annuloplasty rings. All data were collected from a single center between 1995 and 2006. The study population included 169 patients (predominantly male, mean age 65 years), 117 of whom were implanted with medtronic duran ancore annuloplasty rings (no serial numbers provided). Among all medtronic duran ancore patients, 10 post-operative deaths occurred, due to unspecified cardiac causes, sepsis and strokes. Based on the available information, medtronic product may have been associated with the deaths. Over the course of long-term follow-up, 32 more medtronic duran ancore patients died, but no further information was provided regarding those deaths. Based on the available information, medtronic product was not directly associated with those deaths. Among all medtronic duran ancore patients, adverse events included: recurrent moderate-severe mitral regurgitation. Based on the available information, medtronic product was directly associated with the adverse event. No additional adverse patient effects or product performance issues were reported.